Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure and was unable to recover. The field service engineer found that the external pyxibus cable was disconnected from the fridge, causing the 7-drawer auxiliary cabinet to go off the bus. Then, the fse reconnected the cable to the main station, and the auxiliary cabinet was back on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed and unable to recover. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.